Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected by a different injector in the tear troughs with an unspecified amount of juvéderm voluma® xc. The patient experienced a ¿biofilm¿ and was provided unspecified treatments. The event resolved at an unspecified time later. No indication of a biopsy being performed was given. No other information was provided.